Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was moisture noted inside the pump. The reporter confirmed that there was no noted damage to the pump related to the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/06/2014 with the following findings: the pump was returned with the battery cap. A pump leak test was performed with no leaks noted. The pump was opened and no evidence of moisture was observed inside the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.